Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the dialysis patient's contact that the cycler alarmed with air detected in the cassette in drain 0. Patient stated that fluid was leaking from patient's line connection. Patient's peritoneal dialysis registered nurse (pdrn) later stated that the patient was not in drain 0 but in the middle of treatment when the leak occurred. The location of the leak was unknown. The patient's effluent was clear and the patient did not experience any adverse events. Patient was performing continuous cycling peritoneal dialysis after the event. The set was discarded.